Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion in 1999, parity 2 ((B)(6) 2002 and (B)(6) 2007) and multigravida. She did not alleged that essure had caused any birth defects. Concomitant products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (miscarriage)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/mental anguish\psych injury"), depression ("depression\psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)") and experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary"), urinary tract infection ("uti") and post procedural complication ("post removal complications-yes"). The patient was treated with oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anaemia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, anxiety, depression, uterine enlargement, urinary tract infection and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic pain/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), anemia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement". Lot number: 624830 manufacturing date: 2007-05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area'), abortion spontaneous ('pregnancy (miscarriage)') and pregnancy with contraceptive device ('pregnancy (miscarriage)') in a 38-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion in 1999, parity 2 ((B)(6) 2002 and (B)(6) 2007) and multigravida. She did not alleged that essure had caused any birth defects. Concomitant products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression\psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anxiety ("anxiety/mental anguish\psych injury"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anaemia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, anxiety, depression and uterine enlargement outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic pain/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), anemia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. Events" pregnancy (miscarriage), pregnant with essure micro insert and device ineffective" were added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 38-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression\psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("anxiety/mental anguish\psych injury"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anaemia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the anxiety, depression and uterine enlargement outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic pain/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received; new events- abdominal pain, bladder/urinary were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 38-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion in 1999, parity 2 ((B)(6) 2002 and (B)(6) 2007) and multigravida. She did not alleged that essure had caused any birth defects. Concomitant products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (miscarriage)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/mental anguish\psych injury"), depression ("depression\psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)") and experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary"), urinary tract infection ("uti") and post procedural complication ("post removal complications-yes"). The patient was treated with oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anaemia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, anxiety, depression, uterine enlargement, urinary tract infection and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic pain/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), anemia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication and uti were added. Reporter's were added. On 5-may-2020: no new clinical information. On 5-may-2020: pfs received- no new clinical information. On 8-may-2020: pfs received- no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 38-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("anxiety/mental anguish"). The patient was treated with oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety, depression, anaemia and uterine enlargement outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included ibuprofen, naproxen sodium (aleve tablet) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2015, the patient experienced uterine enlargement ("enlarged uterus"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("anxiety/mental anguish"). The patient was treated with oxycodone hydrochloride (oxycodone), paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety, depression, anaemia and uterine enlargement outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded total bilateral occlusion. The fallopian tubes were blocked, and no longer need alternative birth control. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, uterine enlargement. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression , anemia, dysmenorrhea (cramping), enlarged uterus were added. Outcome of pelvic pain updated to recovered. New reporter, patient information, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.